Event description:
The im3 was placed, the 110-4l had an icp reading of 139. The surgeon could not feed the cc1.sb oxygen probe down the channel. Unable to obtain oxygen reading. The sales rep. Reported the surgeon does not make a proper cruciate incision in the dura, therefore the bolt does not go down far enough. The charge nurse reported a second burr hole was required for icp monitoring only. The sales rep has discussed proper placement technique with the surgeon.